Event description:
Patient was revised to address pain and metallosis. (B)(6) 2012 - patient's operative notes were received. It was noted the patient had mild corrosion at the trunnion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.